Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
It was stated that after the field service technician replaced the power supply board of a rotaflow console and tested the unit, the rotaflow drive smoked. The field service technician tested a new power supply board with another drive, and new power supply board smoked. Will be sending this device back to national field service center to be repaired. No patient involvement. (B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). The device was sent back to the national field service center to mahwah to be repaired. According to the service order# (B)(4) dated on (B)(6) 2018 following work has been performed: the service technician found burned components and open fuse on rf power supply pcba. The service technician replaced the rf power supply pcba (material# 701011675, serial# (B)(4)) and performed preventive maintenance, functional test and safety check as per the service manual. The unit passed all tests. The defective rf power supply pcba was requested on (B)(6) 2018 with RMA# (B)(4) for further investigation in germany in our life cycle engineering.

Manufacturer narrative:
The associated rotaflow drive(rfd) has been repaired by maquet service. All electronic components were replaced because they were damaged by a short circuit. The rotaflow power supply board (psb) with the investigation reference# lce03979 v02 was investigated by life cycle engineering on 2019-11-13: it was found out that during visual inspection the voltage regulator ic12 and the fuse f4 are destroyed. The root cause for the defective fuse f4 is with high probability the reported defect of the rotaflow drive. The most probable root cause is a statistic production failure of ic12. In addition to the service technician it can be confirmed that there was an error on the psb. Due to that the failure could be confirmed. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required.

Event description:
Internal reference: (B)(4).